Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The senior field service representative (fsr) replaced the occluder head end cover. The unit operated to the manufacturer¿s specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the device had a cracked end cover. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the end cover to be cracked. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.